Manufacturer narrative:
Correction to the initial MDR in block(s) patient code (f10 and h6), in sections f - user facility / importer report information and h -device manufacturers only. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device technical analysis it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a risk review performed for the versacross connect access solution for faradrive device confirmed that the event of cardiac tamponade and hypotension are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect access solution for faradrive device is acceptable. Investigation conclusion the known inherent risk of device cause conclusion code was selected based on the information provided within the event description. The device has not been returned to bsc for analysis, and the information within the event description suggests that the clinical event is anticipated in nature as per the hazard analysis for the device.

Event description:
It was reported that a patient experienced a cardiac tamponade. During an atrial fibrillation ablation procedure, a versacross connect access solution for faradrivewas selected for use. After successfully going transeptal, a mapped with the octoray mapping catheter was prepared and then inserted the farawave catheter into the left atrium. Upon delivering the second pulse, the catheter was located in the left superior pulmonary vein and we had done 2 pulses with the farawave, the crna notified the physician that the blood pressure had significantly dropped. The physician then looked with his ice catheter and saw a sizeable cardiac effusion. Interventional was called and so was CT surgery. A pericardiocentesis was performed and the patient was transferred to CT surgery. There we no report of patient hospitalized beyond standard of care. The ablation was been taking place for around 5 to 10 minutes when the complication occurred. No malfunctions with devices were reported. A location of perforation was not confirmed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a cardiac tamponade. During an atrial fibrillation ablation procedure, a versacross connect access solution for faradrivewas selected for use. After successfully going transeptal, a mapped with the octoray mapping catheter was prepared and then inserted the farawave catheter into the left atrium. Upon delivering the second pulse, the catheter was located in the left superior pulmonary vein and we had done 2 pulses with the farawave, the crna notified the physician that the blood pressure had significantly dropped. The physician then looked with his ice catheter and saw a sizeable cardiac effusion. Interventional was called and so was CT surgery. A pericardiocentesis was performed and the patient was transferred to CT surgery. There we no report of patient hospitalized beyond standard of care. The ablation was been taking place for around 5 to 10 minutes when the complication occurred. No malfunctions with devices were reported. A location of perforation was not confirmed.